Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03069. It was reported that a burr became stuck on wire. The target lesion was located in the moderately calcified coronary artery. A 1.25mm rotalink plus and a rotawire were selected for use. During the procedure, the physician attempted to set the rotation speed at 180,000rpm; however, the speed did not increase. Strong friction was then encountered with the rotawire although the cocktail was confirmed to be flowing. Subsequently, and it was noted that the burr was unable to be removed from the rotawire. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.